Manufacturer narrative:
S/w ver. 5.3a. Retainer ring = black. Case type = ngp. On (B)(6) 2023 the customer reported a blank display after going swimming with the unit on her. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The unit was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The attempt to download/upload using crest/thump was successful. Unfortunately the adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image). The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j2. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up normally again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured within spec = 24.1 mv. In summary, the customer¿s report of a blank display was not confirmed during testing. The critical pump error (open book image) alarm is due to pcba2 and the moisture damage at the pcba1 j2 lcd connector interface. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump reported blank display and battery failed. It was reported that the customer was swimming with the, which led to a blank screen. Troubleshooting was performed and found that there was no damage to the battery caps and contact. The issue was not resolved by inserting a new battery and restarting the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.